Event description:
A customer reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer was advised to remove the pump from the case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth, although they opted to insert a new cartridge instead. They were also informed to allow the insulin to reach room temperature. The customer declined further troubleshooting and expressed willingness to call back if the issue recurs.